Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family friend reported via phone call that buttons of insulin pump had stuck button alarm for more than 3 minutes. The customer¿s blood glucose level was unknown at the time of the incident. Customer had a blood glucose of 406 mg/dl, prior to connecting to the insulin pump 48 hrs prior to the high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.